Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector. Unit received with cracked case at battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 107 mg/dl. The customer was advised to removed battery and cleaned contacts. The patient was advised to insert a new aaa battery. The customer stated that again failed battery test. The customer was advised that the insulin pump need to be replaced. The patient was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.